Event description:
The customer reported when the device was plugged in it had a continuous alarm and the screen went black. The customer reported the device was in use on a patient and there was no patient harm. The manufacturer's service technician reported the device would not power on. The service technician reported that during testing it was observed that a cable on the distribution panel was not seated correctly. The service technician reconnected the cable to the distribution panel breaker and retested the unit. Performance verification testing was completed and it was noted that the backup battery test failed. Review of the ventilator diagnostic log verified the device had been in operation on backup battery power and the backup battery functioned until it depleted as a result of extended use, at which time the ventilator will shut down and alarm as specified due to loss of power. The customer was recommended to connect the ventilator to ac power for charging and then verify battery performance. The customer tested the battery after recommended charging and it passed. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source.

Manufacturer narrative:
(B)(4) = cable disconnect from distribution panel.